Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred during insertion of the enroute arterial sheath. The physician attempted to repuncture the common carotid artery (cca) proximal to the initial access site, but 0.018" microwire from the micropuncture kit (mpk) was unable enter the true lumen due to the dissection. The physician elected to convert the procedure to carotid endarterectomy (cea) to resolve the dissection.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.